Event description:
It was reported that a patient underwent revision surgery to address two fractured xia rods and a migrated xia blocker at right s1. The surgeon reported that metallosis was observed at the l5/s1 site and there was no evidence of osteolysis around any of the lower screws. This report captures the first of two fractured xia rods.

Event description:
It was reported that a patient underwent revision surgery to address two fractured xia rods and a migrated xia blocker at right s1. The surgeon reported that metallosis was observed at the l5/s1 site and there was no evidence of osteolysis around any of the lower screws. This report captures the first of two fractured xia rods.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text: no product returned.